Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had difficulties filling the tubing during the load sequences. Customer was able to fill the tubing and resumed insulin deliveries without a supply change.